Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was attempted to be implanted in the bile duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat an impaired bile flow due to an 18mm lesion with 2.0 mm vessel diameter. Reportedly, the patient¿s anatomy was moderately tortuous. During the procedure, the physician was able to deploy the stent. However, the stent migrated right after deployment. The stent remains implanted and the physician implanted another stent into the lesion site to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent positioning issue. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.